Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. Device manufacture date: unknown. Investigation: no samples (including photos) were returned ;therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported with the use of the unspecified bd¿ syringe with needle there was an issue with needle breaks off in patient. The patient went to the emergency room to see surgeon.